Event description:
Approximately 1.5 months after implantation, the patient reported that the controller was not alarming 'low battery' when batteries were at 25-49% capacity. The controller could then be observed switching power sources. The patient had never experienced this until a few weeks earlier and described this behavior with all of his batteries. The patient reported using cell phone in compliance with heartware's instructions for use (IFU) manual and was using heartware's shoulder bag at the time of the event. Patient's treating team performed an elective controller exchange. The patient remained asymptomatic throughout all events.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.